Manufacturer narrative:
(B)(4). The product associated with this report will not be returned as the device was not explanted. Based upon the model number provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Band slippage and hernia are surgically/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported events of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. Device labeling addresses the reported event of hernia as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: hernia, including hiatal hernias.

Event description:
Doctor reported events of "band slippage" or "hernia." A lap-band ap system surgical revision "revision to re-position lap-band ap system (with preservation of same band)" took place to treat event.